Event description:
Reporter indicated that system diagnostics testing at office visit resulted in high lead impedance. Patient's generator was then replaced due to suspected end of service. System diagnostics testing performed same day as generator replacement and system diagnostics testing performed one week later both resulted in high lead impedance, indicating a possible lead break. Both lead and generator were then replaced, with subsequent system diagnostics testing within normal limits. No serious injury was reported.

Manufacturer narrative:
H6: device failure is suspected, but did not cause or contribute to a death or serious injury.